Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600418 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips become loosen and falls off easily. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical. No defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clips fired. Another attempt was made and, once again, no clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, all internal parts appeared typical. It was found that 0 clips remained in the channel indicating that all 15 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips remained in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips loose and fall off easily" was not confirmed based on the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was disassembled and no internal components appeared to be damaged. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined. Results: the reported complaint of "clips loose and fall off easily" was not confirmed based on the sample received. However; a different defect was found "broken internal ratchet ears," which is not manufacturer related. Root cause could not be determined.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips become loosen and falls off easily. The patient's condition was reported as fine.